Event description:
It was reported that the patient underwent an unknown procedure due to an unknown reason. During the procedure, port a on the implantable pulse generator (ipg) got stuck. The set screw would not unlock nor lock. Physician left lead plugged in because lead was stuck and would not come out. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.